Manufacturer narrative:
Eval summary: the analysis results showed that the tx30b device arrived in good visual condition and with a cartridge loaded in the device. The cartridge was received void of staples. The device was tested for functionality with a test cartridge and it fired all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have a proper b-formation. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection, there were no staples in the specimen that had been extracted. There were no pt consequences.